Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported severe postoperative inflammation one day following an intraocular lens (iol) implant procedure. The patient was diagnosed with corneal edema and strong descemet's fold. A circular opacity was also seen attached to the cornea. The patient experienced high intraocular pressure (iop). There was no phenomenon of increasing fibrin that suggest the symptoms were bacterial. The patient was treated with injection and medication and the symptoms improved, however; corneal endothelial cell decreased from 2,000 (before surgery) to about 500. Product sample is unavailable for return as it remains implanted. Bacterium inspection was negative. Additional information was requested.

Manufacturer narrative:
A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.